Manufacturer narrative:
The device was not returned for analysis. A review of the manufacturing records identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. The pre-close technique was not used when closing with a sheath greater than 8f. The electronic prostyle instructions for use (IFU), states: for arterial and venous sheath sizes greater than 8f, at least two devices and the pre-close technique are required. In this case, the IFU deviation would not have contributed to the reported difficulties. The reported difficulty and subsequent treatment appear to be related to an interaction of the device with patient anatomy or inability to maintain position/stability of the device during deployment due to circumstances of the procedure. Based on the information reviewed, there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.

Manufacturer narrative:
Medical device problem code 1494 - indication for use. Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report. The additional prostyle device is filed under a separate medwatch report number.

Event description:
It was reported that a venotomy closure of the common femoral vein was attempted with two prostyle devices after a left atrial appendage occlusion interventional procedure using a 14f sheath. Reportedly, the suture was not present when the plunger was pulled back for the first prostyle device. Resistance was met when inserting the second prostyle device, so a 1/4 rotation was performed to advance the device in the vein. All steps for deployment were able to be performed and after foot closure, when removing the device, it was noted that the distal guide was separated and remained in the patient. Surgical intervention was performed to remove the distal guide and achieve hemostasis. There was no adverse patient sequela and no reported clinically significant delay in the procedure or therapy. No additional information was provided.